Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
It was reported that- during visit to the customer, they reported that the device was not working properly. On inspection, found that the device was powering on and off on its own when connected to ac power. Device works normally when on battery power. No impact or consequences to patient were reported.